Event description:
The series in question is a 4 image xa. Two of the images have a patient orientation of a\f and 2 have p\f. Both a\f images display with an orientation label on the incorrect (opposite) side of the image.

Manufacturer narrative:
Evaluation summary: there are two factors that contribute to this issue. Every series displayed in the uv viewer is assigned a geometry type based on the orientation and position of the series' slices. The geometry type determines which operations are available (3d, mpr, etc), and which image rendering implementation to use. In this case, the series is incorrectly determined to have "regular" geometry. Among other constraints, regular geometry implies that every slice has the same normal vector. In this case, the normals are parallel but point in opposite directions and should not be considered equal. In version 5.10 and earlier of the software there are different axial image renderers for irregular and regular datasets. The regular geometry renderer uses the scanner coordinate system from the first slice in the series under the assumption that each slice has the same scanner coordinate system. In this case, that slice has an opposite orientation (p/f) from the image being displayed (a/f). As a result, the image is flipped. The incorrect geometry type determination occurs in both versions 5.10 and 5.30, but in version 5.30 the axial renderer was re-written. The same renderer is now used for both irregular and regular axial datasets, and this problem does not occur. Action being taken by emageon included notification of affected end users, and a patch is being made available to customers.